Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Please open complaint for a patient in (B)(6) who apparently was in an overdose situation following a pump refill yesterday (B)(6). The patient is fine now and the pump will be restarted tomorrow. (B)(6) 2015 per rep: I received the alert for this incidence on (B)(6) 2015 at midnight when the patient was admitted to the local ER presenting in what seemed to be a drug overdose situation. She was progressively becoming difficult to arouse and was eventually intubated and admitted to the ICU. The patient was on oral medication (baclofen) according to her caretaker and had recently undergone ankle surgery and also had some medicines for this as well. It is not clear if she had taken these medicines prior to or after the refill on (B)(6) 2015. In the afternoon of(B)(6) 2015 the patient's medstream pump was refilled with 40 ml of 500 ug/ml concentration lioresal. The patient's pump had been dry since approximately (B)(6) of 2015 and the last refill was on (B)(6) 2014 with 40ml of 2000 ug/ml concentration baclofen dose of 219.56 mcg/day according to the transaction logs. Upon refill the physician, made the decision to do a single bolus to get the new drug to the end of the catheter then program a continuous dose of 50 ug/day. When the patient presented to the ER the clinician stopped the pump and the patient was place on supportive measures. The patient recovered completely and the clinician restarted the pump at 50 ug/day on (B)(6) 2015 and kept the patient in the hospital under observation. She was released on (B)(6) 2015 and reportedly was doing great at this time. Pump sn (B)(4), pump model # 914201us.

Manufacturer narrative:
Per rep, the sample will not be explanted at this time. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed. The DHR of product code 91-4201us, lot cmhc3t and serial number (B)(4), was reviewed and no discrepancies were noted. The product was released on july 10th, 2012. Lot expiration date: november 30th, 2013.